Event description:
It was reported that during a coronary stent procedure, resistance was noted while attempting to advance the catheter over the wire for pre dilation. The pre dilatation was performed and another MFR's stent was successfully placed. No pt injuries or complications occurred.